Event description:
It was reported that the patient experienced a "clicking or pulsing" sensation between the breast and sternum. The sensation mainly occurred in the evening and at random times. The device programming was adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.